Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had the elective replacement indicator activated on (B)(6) 2009 (approx (B)(6) ago). Additionally, there was a care alert due to charge circuit timeout and a manual charge also timed out. The device was explanted and replaced. There were no patient complications reported as a result of this event.